Event description:
It was reported that the device experienced an electrical reset, displayed elective replacement indicator (eri) and went to pacing mode vvi 65. The clinician was able to clear the reset and the eri, however the device still displayed low battery voltage. The clinician was able to reprogram the device to the necessary parameters and the device remained in use. During a follow up visit, the patient complained of 'feeling bad' for the past two weeks and of having a low pulse rate. The device was found to have reached eri, have no right ventricular (rv) output or capture, and displayed 'replace pacer' after only being implanted for seven months. There was also a rv lead warning indicated for low impedance. The device was explanted and replaced, and telemetry could not be established consistently post explant.

Manufacturer narrative:
(The rv lead tested fine during device replacement, and remains in use. Following the replacement procedure, the patient had a mild stroke in the hospital, resulting in a fall and rib injury. No further patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device found the confirmed battery depletion and telemetry conditions were the result of high current drain. The root cause of the high current drain was anomalous leakage current internal to the ceramic capacitor.